Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any deficiency of the ethicon product vicryl rapide suture caused and/or contributed to the adverse events described in the article? (B)(4).

Event description:
Title: bipolar diathermy circumcision and related procedures - a safe and efficient technique author(s): winter m., kour r.h.l., kour n-w., ruljancich p. Citation: bju international. 2013 apr; conference: 66th annual scientific meeting of the urological society of australia and new zealand. Melbourne, vic australia. Conference publication: (var.pagings). 111 (suppl. 1) :84 the study presented the novel technique of bipolar diathermy circumcision in adult males. Over a 22-month period from nov2010 to aug2012, 54 patients (aged 18 to 72 years) underwent non-emergent bipolar circumcision procedures. All wounds were closed with interrupted 4/0 vicryl rapide. Two patients presented possible wound infections which resolved with oral antibiotics. The bipolar diathermy technique is a safe, simple and efficient procedure with minimal complications and gives an excellent final outcome.